Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise along with intermittent out-of-range (oor) impedance on daily measurements. Noise could be recreated on a shock channel with isometrics but there was no noise or oversensing on the rv electrogram (egm). The physician thought that the lead is getting old. Also, the physician increased the duration in ventricular tachycardia (vt) and ventricular fibrillation (vf) zones to 10 seconds and 5 seconds, respectively. The patient did not receive therapy for noise and there were no pauses in cardiac rhythm. Based on additional information obtained, there was a high out-of-range (oor) and intermittent pacing lead impedance. No additional testing was performed. Boston scientific technical services (ts) noted that the can have noise on shock egm from myopotentials due to the shock egm is a distal coil to can - unipolar vector across the chest miuscles. This patient underwent surgical intervention and the product was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.